Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034630) on 17-mar-2014. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pain"), genital haemorrhage ("abnormal bleeding(general)") and (B)(6) (" (B)(6) from nickel allergy/ body was producing (B)(6)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009) and miscarriage. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included body mass index normal, seasonal allergy, abscess, skin tags and anesthesia. Concomitant products included amitriptyline, enoxaparin sodium (lovenox) and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea - cramping"), fatigue ("fatigue") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2010, the patient experienced (B)(6) infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced depression ("depression"), allergy to metals ("nickel allergy") with rash and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced mood swings ("mood swings"), weight increased ("weight gain"), vision blurred ("blurry vision") and diplopia ("double vision"). In 2012, the patient experienced tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), disease progression ("symptoms progressing"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen"). The patient was treated with ibuprofen and surgery (underwent robotic assisted partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, disease progression, (B)(6) infection, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, depression, migraine, headache, nausea, allergy to metals, abdominal pain, anxiety, weight increased, vaginal discharge, vision blurred, diplopia and abdominal pain lower outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, diplopia, disease progression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, (B)(6) infection, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight : (B)(6). Mr- both side approximately two coils were extending into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr-events:vaginal bleeding, menorrhagia, abnormal bleeding, dental problems, dysmenorrhea ¿ cramping, dyspareunia (painful sexual intercourse), fatigue, mood swings, depression, migraines, headaches, nausea, nickel allergy, severe and persistent abdominal pain, anxiety, weight gain, vaginal discharge, blurry vision, double vision, severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen, did not undergo an essure confirmation test, mrsa from nickel allergy/ body was producing mrsa", reporter, concomitant and historical condition, patient information added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ severe and persistent pain'), thrombosis ('a lot of clot'), genital haemorrhage ('abnormal bleeding(general)') and staphylococcal infection ('mrsa from nickel allergy/ body was producing mrsa') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, thrombosis, periumbilical abscess, menorrhagia, blurry vision and diplopia. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included body mass index normal, seasonal allergy, abscess, skin tags, anesthesia, inability to lose weight, itching, menstrual migraine, numbness in hand, striae, polymenorrhoea and paratubal cyst. Concomitant products included amitriptyline, buspirone hydrochloride (busirone) since 2016, cetirizine hydrochloride (cetirizin) since 2014 and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea - cramping"), fatigue ("fatigue") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2010, the patient experienced staphylococcal infection (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced skin striae ("stretch marks became red and inflamed."), dermatitis ("stretch marks became red and inflamed") and erythema ("stretch marks became red and inflamed"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced depression ("depression"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems/dental issues"), mood swings ("mood swings"), vision blurred ("blurry vision") and diplopia ("double vision") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), disease progression ("symptoms progressing"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen/abdominal cramping"), skin reaction ("allergic or hypersensitivity reaction type:skin reactions"), feeling abnormal ("not feeling good"), pituitary-dependent cushing's syndrome ("cushing's disease") and cardiometabolic syndrome ("metabolic syndrome"). The patient was treated with allopurinol (elavil), buspirone hydrochloride (buspar), ibuprofen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and surgery (robotic assisted total hysterectomy, laproscopic on (B)(6) 2015 and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower was resolving, the thrombosis, disease progression, staphylococcal infection, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, depression, migraine, headache, nausea, allergy to metals, abdominal pain, anxiety, weight increased, vaginal discharge, vision blurred, diplopia, skin reaction, feeling abnormal, skin striae, dermatitis, erythema, pituitary-dependent cushing's syndrome and cardiometabolic syndrome outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, cardiometabolic syndrome, depression, dermatitis, diplopia, disease progression, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pituitary-dependent cushing's syndrome, skin reaction, skin striae, staphylococcal infection, thrombosis, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight :198 mr- both side approximately two coils were extending into the uterine cavity discrepancy in date of insertion ((B)(6) 2010. Plaintiff never had essure confirm test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, heavy menses and nausea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- clot blood, cushing's disease, metabolic syndrome. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: newly added events- clot blood, cushing's disease, metabolic syndrome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034630) on 17-mar-2014. The most recent information was received on 09-apr-2019. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain/ severe and persistent pain"), genital haemorrhage ("abnormal bleeding(general)") and staphylococcal infection ("mrsa from nickel allergy/ body was producing mrsa") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, thrombosis, periumbilical abscess, menorrhagia, blurry vision and diplopia. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included body mass index normal, seasonal allergy, abscess, skin tags, anesthesia, inability to lose weight, itching, menstrual migraine, numbness in hand, striae, polymenorrhoea and paratubal cyst. Concomitant products included amitriptyline, buspirone hydrochloride (busirone) since 2016, cetirizine hydrochloride (cetirizin) since 2014 and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea - cramping"), fatigue ("fatigue") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2010, the patient experienced staphylococcal infection (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced skin striae ("stretch marks became red and inflamed."), dermatitis ("stretch marks became red and inflamed") and erythema ("stretch marks became red and inflamed"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced depression ("depression"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems/dental issues"), mood swings ("mood swings"), vision blurred ("blurry vision") and diplopia ("double vision") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced disease progression ("symptoms progressing"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen/abdominal cramping"), skin reaction ("allergic or hypersensitivity reaction type:skin reactions") and feeling abnormal ("not feeling good"). The patient was treated with allopurinol (elavil), buspirone hydrochloride (buspar), ibuprofen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and surgery (robotic assisted total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower was resolving, the disease progression, staphylococcal infection, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, depression, migraine, headache, nausea, allergy to metals, abdominal pain, anxiety, weight increased, vaginal discharge, vision blurred, diplopia, skin reaction, feeling abnormal, skin striae, dermatitis and erythema outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dermatitis, diplopia, disease progression, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, skin reaction, skin striae, staphylococcal infection, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight :198. Mr- both side approximately two coils were extending into the uterine cavity discrepancy in date of insertion (B)(6) 2010. Plaintiff never had essure confirm test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, heavy menses and nausea. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs and mr received. Reporter information were added. Medical history, historical drug and treatment drug were added. Onset date of the event were updated. Event: skin reactions, not feeling good and stretch marks became red and inflamed were added. Event verbatim were updated as severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen/abdominal cramping, dental problems/dental issues, event rash on stomach where stretch marks are located,stretch marks became red and inflamed coded separately outcome of the event abnormal bleeding (vaginal), pelvic pain and abdominal cramping were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 17-mar-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to see left coil') and pelvic pain ('physical pain / pain/ severe and persistent pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6)1998, (B)(6)2002, (B)(6)2005, (B)(6)2009), miscarriage, thrombosis, periumbilical abscess, menorrhagia, blurry vision and diplopia. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included body mass index normal, seasonal allergy, abscess, skin tags, anesthesia, inability to lose weight, itching, menstrual migraine, numbness in hand, striae, polymenorrhoea and paratubal cyst. Concomitant products included amitriptyline, buspirone hydrochloride (busirone) since 2016, cetirizine hydrochloride (cetirizin) since 2014 and sertraline. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea - cramping"), fatigue ("fatigue") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6)2010, the patient experienced staphylococcal infection ("mrsa from nickel allergy/ body was producing mrsa, produce lots of staph so she get infection on stomach") and vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced skin striae ("stretch marks became red and inflamed."), dermatitis ("stretch marks became red and inflamed") and erythema ("stretch marks became red and inflamed"). In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced depression ("depression"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems/dental issues"), mood swings ("mood swings"), vision blurred ("blurry vision") and diplopia ("double vision") and was found to have weight increased ("weight gain, she put on weight"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), thrombosis ("a lot of clot"), disease progression ("symptoms progressing"), abdominal pain lower ("severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen/abdominal cramping"), skin reaction ("allergic or hypersensitivity reaction type:skin reactions"), feeling abnormal ("not feeling good"), pituitary-dependent cushing's syndrome ("cushing's disease"), cardiometabolic syndrome ("metabolic syndrome"), ovarian cyst ("she should get ovaries out due to the cyst"), hypoaesthesia ("numbness in hand"), abdominal distension ("bloating") and asthenia ("no energy"). The patient was treated with allopurinol (elavil), buspirone hydrochloride (buspar), ibuprofen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and surgery (robotic assisted total hysterectomy, laproscopic on (B)(6)2015 and bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, staphylococcal infection, thrombosis, disease progression, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, depression, migraine, headache, nausea, allergy to metals, abdominal pain, anxiety, weight increased, vaginal discharge, vision blurred, diplopia, skin reaction, feeling abnormal, skin striae, dermatitis, erythema, pituitary-dependent cushing's syndrome, cardiometabolic syndrome, ovarian cyst, hypoaesthesia, abdominal distension and asthenia outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain lower was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, asthenia, cardiometabolic syndrome, depression, dermatitis, device dislocation, diplopia, disease progression, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pituitary-dependent cushing's syndrome, skin reaction, skin striae, staphylococcal infection, thrombosis, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight :198. Mr- both side approximately two coils were extending into the uterine cavity discrepancy in date of insertion (B)(6)2010, (B)(6)-2010 and (B)(6)2010. Plaintiff never had essure confirm test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, heavy menses and nausea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- clot blood, cushing's disease, metabolic syndrome. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Event ¿numbness in hand¿, ¿bloating¿ and 'asthenia' added. Reporter added. Events of genital haemorrhage and mrsa infection downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to see left coil') and pelvic pain ('physical pain / pain/ severe and persistent pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, thrombosis, periumbilical abscess, menorrhagia, blurry vision and diplopia. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included body mass index normal, seasonal allergy, abscess, skin tags, anesthesia, inability to lose weight, itching, menstrual migraine, numbness in hand, striae, polymenorrhoea and paratubal cyst. Concomitant products included amitriptyline, buspirone hydrochloride (busirone) since 2016, cetirizine hydrochloride (cetirizin) since 2014 and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea - cramping"), fatigue ("fatigue") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2010, the patient experienced staphylococcal infection ("mrsa from nickel allergy/ body was producing mrsa, produce lots of staph so she get infection on stomach") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced skin striae ("strech marks became red and inflammed."), dermatitis ("stretch marks became red and inflamed") and erythema ("stretch marks became red and inflamed"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced depression ("depression"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems/dental issues"), mood swings ("mood swings"), vision blurred ("blurry vision") and diplopia ("double vision") and was found to have weight increased ("weight gain, she put on weight"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), thrombosis ("alot of clot"), disease progression ("symptoms progressing"), abdominal pain lower ("severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen/abdominal cramping"), skin reaction ("allergic or hypersensitivity reaction type:skin reactions"), feeling abnormal ("not feeling good"), pituitary-dependent cushing's syndrome ("cushing's disease"), metabolic syndrome ("metabolic syndrome"), ovarian cyst ("she should get ovaries out due to the cyst"), hypoaesthesia ("numbness in hand"), abdominal distension ("bloating") and asthenia ("no energy"). The patient was treated with allopurinol (elavil), buspirone hydrochloride (buspar), ibuprofen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and surgery (robotic assisted total hysterectomy, laproscopic on (B)(6) 2015 and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, staphylococcal infection, thrombosis, disease progression, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, depression, migraine, headache, nausea, allergy to metals, abdominal pain, anxiety, weight increased, vaginal discharge, vision blurred, diplopia, skin reaction, feeling abnormal, skin striae, dermatitis, erythema, pituitary-dependent cushing's syndrome, metabolic syndrome, ovarian cyst, hypoaesthesia, abdominal distension and asthenia outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain lower was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, asthenia, depression, dermatitis, device dislocation, diplopia, disease progression, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menorrhagia, metabolic syndrome, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pituitary-dependent cushing's syndrome, skin reaction, skin striae, staphylococcal infection, thrombosis, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight :198 mr- both side approximately two coils were extending into the uterine cavity discrepancy in date of insertion (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. Plantiff never had essure confirm test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, heavy menses and nausea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- clot blood, cushing's disease, metabolic syndrome. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034630) on 17-mar-2014. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: same not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to see left coil'), pelvic pain ('physical pain / pain/ severe and persistent pain'), genital haemorrhage ('abnormal bleeding(general)') and staphylococcal infection ('mrsa from nickel allergy/ body was producing mrsa, produce lots of staph so she get infection on stomach') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 1998, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009), miscarriage, thrombosis, periumbilical abscess, menorrhagia, blurry vision and diplopia. Previously administered products included for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included weight increased with oral contraceptive nos. Concurrent conditions included body mass index normal, seasonal allergy, abscess, skin tags, anesthesia, inability to lose weight, itching, menstrual migraine, numbness in hand, striae, polymenorrhoea and paratubal cyst. Concomitant products included amitriptyline, buspirone hydrochloride (busirone) since 2016, cetirizine hydrochloride (cetirizin) since 2014 and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea - cramping"), fatigue ("fatigue") and abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2010, the patient experienced staphylococcal infection (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced skin striae ("strech marks became red and inflammed."), dermatitis ("stretch marks became red and inflamed") and erythema ("stretch marks became red and inflamed"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced depression ("depression"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems/dental issues"), mood swings ("mood swings"), vision blurred ("blurry vision") and diplopia ("double vision") and was found to have weight increased ("weight gain, she put on weight"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis ("alot of clot"), disease progression ("symptoms progressing"), abdominal pain lower ("severe and persistent cramps, sharp jolting pains in stomach in different areas but usually lower abdomen/abdominal cramping"), skin reaction ("allergic or hypersensitivity reaction type:skin reactions"), feeling abnormal ("not feeling good"), pituitary-dependent cushing's syndrome ("cushing's disease"), cardiometabolic syndrome ("metabolic syndrome") and ovarian cyst ("she should get ovaries out due to the cyst"). The patient was treated with allopurinol (elavil), buspirone hydrochloride (buspar), ibuprofen, sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and surgery (robotic assisted total hysterectomy, laproscopic on (B)(6) 2015 and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, staphylococcal infection, thrombosis, disease progression, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, depression, migraine, headache, nausea, allergy to metals, abdominal pain, anxiety, weight increased, vaginal discharge, vision blurred, diplopia, skin reaction, feeling abnormal, skin striae, dermatitis, erythema, pituitary-dependent cushing's syndrome, cardiometabolic syndrome and ovarian cyst outcome was unknown, the pelvic pain, genital haemorrhage and abdominal pain lower was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, cardiometabolic syndrome, depression, dermatitis, device dislocation, diplopia, disease progression, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pituitary-dependent cushing's syndrome, skin reaction, skin striae, staphylococcal infection, thrombosis, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight :198. Mr- both side approximately two coils were extending into the uterine cavity discrepancy in date of insertion (B)(6) 2010. "Plaintiff" never had essure confirm test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, heavy menses and nausea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- clot blood, cushing's disease, metabolic syndrome. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media receive events " unable to see left coil,she should get ovaries out due to the cyst" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.